Event description:
The device was used during an ovarian cyst procedure. Reportedly, the insulation was damaged and a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component and reported no pt injury occurred.